Event description:
It was reported that a patient underwent a surgical procedure on (B)(6) 2012. After opening the device, a tear in the upper right corner of packaging was noted. Another like device was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
(B)(4). The product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The device was visually evaluated. The device was received with a tear in the tyvek packaging in the top right corner.